Event description:
It was reported that the device exhibited a 'missing cassette during operation' issue. The event took place on during ongoing operation on a palliative patient, for pain application, and the event occurred in patient's bed without external influence. Per reporter the patient expired, but not as a result of the device not working. The event interfered with the patient's pain-free progression and pain exacerbation.

Manufacturer narrative:
E1: phone (B)(6). G4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the device to be in worn condition, and damaged rear housing. There was no evidence of the reported problem in the event history log. Functional testing was unable to verify or duplicate the reported problem, no fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.